Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the balloon on the advance 18 lp low profile balloon catheter ruptured while it was inflated in the sfa (superficial femoral artery). It was noted that the patient's vessel was moderately calcified. The procedure was successfully completed with a new balloon, and there were no reported serious injuries to the patient as a result of the product problem.